Event description:
Allegedly the implant was not able to be expanded to full expansion capacity.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Trends will be evaluated. Event device code is addressed in package insert. This report will be updated when the investigation is complete. This event occurred in another country.